Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy-radical without lymphadenectomy surgical procedure, the patient side manipulator (psm) 2 could not control the instrument. Prior to contacting intuitive surgical, inc. (Isi) technical support, the reporter indicted the operating room (or) team had already power-cycled the system, reseated the sterile adapter (sa) and replaced the sa/drape. The caller confirmed the arm displayed a solid white led. Since patient was already asleep, the surgeon decided to proceed with the surgery using only 2 arms. Troubleshooting steps could not be completed at the time of the initial call, however, will continue after the procedure. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed. To troubleshoot the issue, tse instructed the reporter to reseat the sa, confirm the drape was not stuck in insertion axis of psm, power the patient side cart in stand-alone mode and move the arms; however, the issue persisted. The tse confirmed there were no related errors in the logs.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. To resolve the issue, fse replaced the patient side manipulator (psm) 2. The system was tested and verified as ready for use. Isi received the psm 2 involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported issue during power-up. Failure analysis found the axis 3 mechanical cable was frayed causing the instrument not able to move in the insertion axis.